Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent placement procedure on (B)(6), 2011. According to the complainant, the patient had a malignant esophageal stricture. The anatomy was not tortuous, nor dilated prior to stent placement, but the stricture was reportedly 'thin'. During the procedure the unknown guidewire was in place. The user advanced the stent device over the guidewire, however it was impossible to cross the lesion and get the stent to the target location. It was reported that the delivery catheter always bent. The device was removed from the patient, and the procedure was successfully completed with a wallflex stent device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4): a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance.